Manufacturer narrative:
(B)(4). Device is combination product. Device evaluated by manufacturer: it was indicated that the device would not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is caused by other. The investigation indicates another device/drug/subsequent procedure caused the complaint event. (B)(4).

Event description:
It was reported that during a stenting treatment procedure stent damage occurred. The 99% stenosed lesion being treated was located in the first septal of the mid left anterior descending artery. Using non-bsc guide wires the physician predilated the lesion with a 2x15mm and 2x12mm non-bsc balloon catheters. The physician implanted a 2.75x24mm promus element stent at 12atms for 16 seconds in the target lesion. Then the physician advanced a 3x15mm non-bsc balloon catheter for postdilation, however, deformation of the proximal edge of the implanted stent was noted. The procedure was completed by inflating the implanted stent with the 3x15mm non-bsc balloon catheter. No further complications were reported and patient's status is stable.